Manufacturer narrative:
The customer¿s report of a defective tubing was not confirmed. The set was visually inspected, including use of magnification, and no anomalies or evidence of damage to the set were observed. Functional testing was performed and no issues were observed. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that IV tubing either had a broken port or a leaking port or ballooning. Specific event information was enclosed in the container shipped by the customer and has not been received yet so full details of the event are unknown. No patient harm reported.